Event description:
It was reported that the external pulse generator would "freeze" while booting up. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found. It was noted that the ring was bent.